Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed from the delivery system. There were no issues noted with the deployed stent. A visual and tactile examination of the shaft of the device noted that it was kinked at approximately 120mm proximal to the distal tip. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. (B)(4) for the reported event of stent prematurely deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for stent placement was dilatation of a bronchial stricture. The size of the lesion was 9-10 mm. The lesion was not dilated prior to stent placement. The patient's anatomy was not tortuous. During the procedure, when attempting to deploy the stent, the distal part of the stent deployed but the proximal part of the stent was unable to deploy completely because the deployment suture could not release. When trying to pull the deployment suture, the delivery system became in the shape of a loop. Therefore, the stent could not be fully deployed. When trying to remove the device from the patient, the partially deployed stent prematurely deployed into the trachea. The stent was removed with forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for stent placement was dilatation of a bronchial stricture. The size of the lesion was 9-10 mm. The lesion was not dilated prior to stent placement. The patient's anatomy was not tortuous. During the procedure, when attempting to deploy the stent, the distal part of the stent deployed but the proximal part of the stent was unable to deploy completely because the deployment suture could not release. When trying to pull the deployment suture, the delivery system became in the shape of a loop. Therefore, the stent could not be fully deployed. When trying to remove the device from the patient, the partially deployed stent prematurely deployed into the trachea. The stent was removed with forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.